Manufacturer narrative:
The reported issue that an unspecified medication infused faster than expected and the bag was emptied and after a second unspecified IV medication was initiated, the infusion infused faster than expected and the primary bag became fuller again could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The root cause was not determined because no product was returned. Device history: a review of the device history record showed the device had a manufacture date of 01/02/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for the sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported from the burns, trauma, high acuity unit that an unspecified medication infused faster than expected. The nurse noticed that the bag was empty but the device stated that 30cc was remaining to be infused. The primary bag appeared to be fuller than earlier. A second unspecified IV medication was initiated and the nurse noticed that it, too infused faster than expected and the primary bag became fuller again. The infusion was stopped and the tubing and pump were removed and new tubing and pump used instead. No adverse consequences to the patient were reported. Although requested, no further information is available.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported from the burns, trauma, high acuity unit that an unspecified medication infused faster than expected. The nurse noticed that the bag was empty but the device stated that 30cc was remaining to be infused. The primary bag appeared to be fuller than earlier. A second unspecified IV medication was initiated and the nurse noticed that it, too infused faster than expected and the primary bag became fuller again. The infusion was stopped and the tubing and pump were removed and new tubing and pump used instead. No adverse consequences to the patient were reported. Although requested, no further information is available.